Event description:
The user facility reported that the 8fr angio-seal device involved was deployed in the patient's left groin following a bilateral iliac stenting. The patient's pulses were diminished, therefore a surgical cutdown was performed to remove the device. An endarterectomy was also performed at that time. It was noted that collagen of the angio-seal device was inside the vessel. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. Additional information was received on (B)(6) 2022: the procedure sheath size used was 8 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The cutdown was performed by the vascular surgeon after the angio-seal failed. No other equipment or device were used with the above product.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient was treated post deployment of angioseal device. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).